Event description:
At approximately 11 am upon returning pt to room, pca beep heard by nurse, as if dose had been given. (Pca shift total cleared by nurse prior to pt's d/c from pacu). Upon settling pt in room pca history checked showing a 20mg dose had been given. Syringe count confirmed that 20mg dose had been given. This dose was not given by the pt or nurse. Pca control was lying on top of travenol pump without any pressure applied to control. Pca device turned off. New pca obtained and set up, ready for pt use. Defective pca turned over to bio-med personnel. No harm to pt occurred due to inadvertent dose.